Event description:
A customer contacted beckman coulter regarding an erroneously low prostate specific antigen (psa) result that was generated by the unicel dxc 600i synchron access clinical system. The initial psa result was 5.30ng/ml and 3.51ng/ml upon repeat. On the same day, the original sample was re-tested for psa and the repeated results were: 5.69ng/ml and 5.59ng/ml. Psa result of 5.59ng/ml was reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc was within specifications in 2007. The specimen was collected in a serum tube with gel and centrifuged for 10 minutes. A field service engineer (fse) was dispatched to the customer's lab: the fse performed volume check diagnostic which failed. The fse rebuilt precision pump. The fse obtained ultrasonic failure while lowering error due to a dripping pipettor and tightened the main pipettor. The fse conducted diagnostic testing and a system check and results for both tests met specifications. The customer recalibrated the instrument and ran qc which was within range. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.